Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity drug eluting stent (des), the balloon leaked, and the stent could not be deployed. The device was inspected before use with no issues noted. The lesion was pre-dilated. Resistance was not noted during delivery of the device. The device was not kinked and re-straightened during use. The device was immediately withdrawn completely and was replaced with another resolute integrity (des) to complete the operation, extending the patient's operation time. Resistance was not noted during withdrawal of the device. The patient was not injured in the event. The surgery was completed, and the patient was discharged from the hospital. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: -annex d medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there was partial inflation of the balloon. The issue occurred on the first inflation. The device was not moved or repositioned in the lesion while inflated. Negative prep/purging was not performed on the device prior to use. The same inflation device used successfully with other devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.